Event description:
It was reported that during a generator changeout procedure, atrial non-capture was noted. A fluoroscopy image was compared to the previous x-ray image and it was revealed that the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg, ICD, implanted: (B)(6) 2014. (B)(4).